Event description:
A user facility reported to fresenius that they have experienced ongoing connection issues with the new transducer protectors that come with the combiset bloodlines. Additional information was obtained through follow-up with the facility administrator (fa). The reported issue is interrupting and delaying treatments. The fa was unsure how many times this has occurred exactly; it's happening frequently. The fa confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The fa said the transducer protectors are too small and don¿t fit properly in the transducer port. This causes air to leak into the lines. When air leaks into the circuit on the arterial side, an air detector alarm occurs on the machine. If the air leaks into the circuit on the venous side, blood leaks from the connection and the transducer protectors are popping off during treatment. The reported connection issue requires staff to change out the transducer protectors for the old ones which are known to work better. After the transducer protectors are replaced with the old ones the treatments are then continued with no further issues. There have been multiple blood loss events, and the number of blood loss events is unknown. An estimated blood loss volume could not be provided. When there is blood loss involved, the staff has to re-string the machines with new supplies for the patients to continue treatment. It was confirmed that there have been no adverse events. The fa confirmed patients are completing their treatments. The facility¿s biomedical technician has not found any issues with the machines. The machines are functioning correctly. No samples from the reported lot were available to be sent back for evaluation. The actual samples have all been discarded, and there were no remaining companion samples available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.